Event description:
Customer reported, (B)(6) female, immunocompromised, patient on methotrexate for lupus had outpatient foot surgery on (B)(6) 2016. A tegaderm dressing was reportedly applied to the patient's peripheral IV catheter site in the left antecubital area. The dressing was applied for approximately four hours and no reaction was seen following dressing removal. The following day, the patient reported she experienced a blister where the dressing had been applied. On the 5th post op day, the patient experienced pain and erythema that looked like a burn where the dressing had been applied. The patient was hospitalized as the reaction continued to spread to the upper and lower arms and ulcerations occurred. The patient was diagnosed with toxic epidermal necrolysis, severe tape allergy. The patient received oral steroids, IV vancomycin and wound care (dressing changes) for treatment. The reaction started to improve following five days of hospitalization/treatment. Approximately one month post surgery, customer reported she had follow-up with the patient. The reaction was reportedly improved but the patient was still receiving dressing changes from home health care. Customer stated the patient reported a history of allergy to adhesive tapes.